Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was being used to deliver an unspecified concentration of potassium chloride in lactated ringers, at an unspecified rate, via the pt's central venous access device, via a plum a+3 pump. At unspecified times, it was reported that unspecified medications were administered via the distal clave port of the tubing set. No specific details were provided. After an unspecified length of time the customer contact reported that an unspecified volume of solution leaked just below the distal clave port. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No med interventions were required. Though requested, no add'l info was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.